Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102: charge profile fault) has been confirmed. Upon investigation the monitor displayed a service code 102 and was unable to complete functionality testing. The cause for the failure was isolated to contamination on r11, r12, r38, r40 and c18 on the computer/analog pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing service code 102: charge profile faults.